Event description:
It was reported by the customer through emergency support program that the perforated iab on a cs300 during use. Nurse stated they noticed blood in the helium tubing, the pump was in standby and the attending was coming in to remove the iab. She was inquiring about sending the iab back to us. Esp personnel had nurse disconnect the tubing from the pump and clamp the extracorporeal tubing between the y fitting and the male connector. Complaint information obtained. Nurse denied any active alarms at the time they noticed the blood in the tubing and paused therapy, but the blood did reach the pump. Esp personnel had her label the pump with blood suspected, biomed to service. Esp personnel walked nurse through printing the alarm log which showed the last alarm to be a check iab catheter alarm. It was uncertain if the time and date were appropriately set as the date on the log showed. She agreed to keep the iab for return when removed and esp personnel informed her of when to expect the return catheter kit. Nurse requested a referral number and ongoing communications for the reporting. Esp personnel explained that they do not generate a referral number, but she can check in with the status of the report any time through the esp line. She also asked if they could use a previously received return kit for the catheter and esp personnel explained that she could not, as the serial numbers would not match. Nurse was appreciative of the support and denied any additional needs. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A cicu nurse reported a suspected iab catheter perforation on a cs300 during use after blood was observed in the helium tubing. Therapy was paused, the pump was placed in standby, and the blood was noted to have reached the pump, though no active alarms were present at the time. The attending physician was his way to remove the iab. The nurse was instructed to disconnect and clamp the tubing, and to label the pump for biomed service due to suspected blood exposure. An alarm log review showed the last alarm as check iab catheter, with uncertainty regarding correct date and time settings. Nurse agreed to keep the iab for return when removed and esp personnel informed her of when to expect the return catheter kit. Nurse requested a referral number and ongoing communications for the reporting. Esp personnel explained that we do not generate a referral number, but she can check in with the status of the report any time through the esp line. She also asked if they could use a previously received return kit for the catheter and esp personnel explained that she could not, as the serial numbers would not match. No further assistance was requested.